Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to death. The cause of death was unknown. It was reported pd therapy was ongoing at the time of death; however, the patient was not connected to the homechoice at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.